Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the patient's trachea on (B)(6), 2011 during a stent placement procedure. According to the complainant, a non-bsc stent was previously implanted within the trachea; however, it was not fully covering the target lesion, therefore the physician attempted to implant an ultraflex tracheobronchial stent. Reportedly, during deployment, the stent could only be deployed half way as the suture only released three knots. The ultraflex stent was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure. Additional information received since (B)(6), 2012. On (B)(6), 2011, an ultraflex tracheobronchial stent was implanted within the patient's trachea; however, it was not fully covering the target lesion. In the physician's assessment, there was no issue with this stent. On (B)(6), 2011, the physician attempted to implant a second ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-00054) over the first stent. Reportedly, the second stent was removed from the patient and the first stent remains implanted within the patient.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the patient's trachea on (B)(6) 2011 during a stent placement procedure. According to the complainant, a non-bsc stent was previously implanted within the trachea; however, it was not fully covering the target lesion, therefore, the physician attempted to implant an ultraflex tracheobronchial stent. Reportedly, during deployment, the stent could only be deployed half way as the suture only released three knots. The ultraflex stent was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the patient's trachea on (B)(6), 2011 during a stent placement procedure. According to the complainant, a non-bsc stent was previously implanted within the trachea; however, it was not fully covering the target lesion, therefore the physician attempted to implant an ultraflex tracheobronchial stent. Reportedly, during deployment, the stent could only be deployed half way as the suture only released three knots. The ultraflex stent was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure. Additional information received since (B)(6), 2012. On (B)(6), 2011, an ultraflex tracheobronchial stent was implanted within the patient's trachea; however, it was not fully covering the target lesion. In the physician's assessment, there was no issue with this stent. On (B)(6), 2011, the physician attempted to implant a second ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-00054) over the first stent. Reportedly, the second stent was removed from the patient and the first stent remains implanted within the patient.

Manufacturer narrative:
Patient is over 18 years old. Reported issue of stent partially deploys. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal end of the stent was partially deployed by 33 mm. The proximal section of the shaft (including the hub) had been severed at 943 mm proximal to the distal tip and this proximal section was not returned for analysis. The deployment suture thread had broken at 3035 mm from its distal end. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.